Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient reported having a return of symptoms, urinating more, went ten times today, felt they had to go, had a little pressure, and had some pain in the right groin. They did not feel stimulation so they went to turn up the device more today, couldn't feel anything, and had increased it as far as they could go. The patient mentioned they had a couple of falls and their last fall was around the same time their device now seemed to be sideways. No troubleshooting could be performed due to lack of product access. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0y421 serial# implanted: (B)(6) 2015 explanted: product type lead h6: device codes: (B)(4), patient codes: (B)(4), fdc codes: 92 pertain to product ID 3889-28 lot# va0y421 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient really fell hard and they did not think the leads were on and did not think they were where they should be. Patient reported when they fell, the implant turned sideways, patient stated they could feel the implant in their body but it was not in the right place. Patient stated they could feel the stimulation when the implant was on but the stimulation was not in the right place. Patient stated that when stimulation was on ,it did not feel like where it was at the beginning. Patient stated that the stimulation was not feeling right so they turned the implant off. Patient reported that it was sore around the implant after the fall. Patient noted they had an appointment on the (B)(6). Patient reported poor communication, the patient services specialist (pss) walked through syncing with the patient programmer and was able to successfully connect using the antenna. Patient noted that stimulation was set to 0.0v and they were on p2. Patient was to follow up with the health care provider (hcp) and have the ins interrogated. No further patient complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient went to see their healthcare provider (hcp) gave them a check-up and stated that as long as the turned implant doesn't bother them it would be okay. The hcp stated that it would be no problems.